Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. A second sample from a serial draw was tested and the result was negative. Repeat testing was performed on the initial positive sample on the second instrument and the result was negative. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced rinse block #1. The instrument is operational. No conclusion can be drawn. The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."